Event description:
Customer reported that the insulin pump returned a no delivery alarm. Customer reported changing the set and receiving another no delivery alarm. Blood glucose level was 190 mg/dl at the time of the call. During troubleshooting, customer was able to get insulin to exit the tubing with no alarm returned. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.